Event description:
A report was received on 26 may 2026 from the home therapy nurse (htn) of a 60 year old male patient approved for performing solo home hemodialysis therapy and with a medical history including end stage renal disease, who stated the patient expired while still partially connected to the cycler after completing a hemodialysis treatment on (B)(6) 2026. Additional information was received on 27 may and 28 may 2026 from the home therapy nurse (htn) who stated unsuccessful cardiopulmonary resuscitation (CPR) was initiated. Per the htn, the patient's death was unrelated to nxstage product and therapy.

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).